Event description:
Device malfunction: balloon rupture and detachment. Time of malfunction: during the procedure. Symptoms/ae: surgical removal of detached balloon fragment. It was reported that during angioplasty of a stenosed femoral arteriovenous dialysis fistula, the fox cross balloon ruptured at 24 atmospheres during the third inflation. During device removal, the distal tip of the balloon caught on the end of the sheath. Force was applied and the balloon was removed; however, the distal third of the balloon detached and remained in the body. The detached balloon fragment was removed via surgical cut-down. There was no adverse patient sequela. Though requested no additional information was provided.

Manufacturer narrative:
(Inflation above rated burst pressure; incorrect removal; use of force during removal) - the device is expected to be returned for evaluation. It has not yet been received.